Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had been having low blood glucose and noticed the insulin was not giving proper amount of insulin. Customer's blood glucose was 35 mg/dl. Troubleshooting was done. The customer was advised to speak with health care provider to adjust his ratios if necessary. Customer stated that he started night shift and coincides with the time frame of having low blood glucose. No further information provided.